Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, exhibited a damaged air sensor.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No fault found with the pump. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received indicating that there was no patient involvement in this event, the event occurred during testing.